Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bent cannula and high blood glucose levels of 430 mg/dl. The customer¿s current blood glucose level was 430 mg/dl. No symptoms were noted, as the customer treated the high blood glucose with a manual injection. Customer stated they received a no delivery alarm, and found a bent cannula when he removed the site. Customer reported no infection at the site, and this has happened quite a lot. Customer was advised of acceptable sites and methods to insert the cannula, as well as how to prevent a no delivery in the future. The customer was advised replacement infusion sets will be sent out. The insulin pump will not be returned for analysis.